Event description:
It was reported to covidien on 06/04/2009, that a customer had an issue with a dialysis catheter. Customer states that sapphire catheter fell out of the patient. This catheter was replaced in interventional radiology.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.